Event description:
The user facility in (B)(6), reported poor cutting performance. The doctor replaced the cutter with another none and completed the surgery. No patient injury reported.

Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any add'l info is received. The sterilization and lot history records have been reviewed and found to be acceptable.